Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04317. It was reported that patient experienced ineffective therapy. One of the lead displayed high impedance. Reprogramming did not resolve the issue. As a result, patient underwent surgical intervention where in the lead was explanted and replaced. It is unknown which lead is liable so both leads are reported.